Manufacturer narrative:
(B)(4). Baxter received the device. The device was unable to be evaluated for the reported "failed upstream occlusion" during preventive maintenance testing due to a clean load point #2 alarm during evaluation. Due to the current condition of the pump, no further testing can be completed. Causality determination is limited without observation of the reported symptom. The device was tested to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during preventive maintenance testing. It was also reported there was no patient involvement.